Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Broken stem/ hardware.

Manufacturer narrative:
Reported event: an event regarding fracture involving an mrs stem was reported. The event was confirmed through the x-rays provided. Method & results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: clinician review of this case indicated that: extensive use of bone cement to bridge and fix the hip joint to the (B)(6) segmental replacement has caused osteolysis at the femoral implant-bone interface leading to loss of bone support for the femoral stem device with fatigue accumulation in the stem extender and ultimately a fracture at the weakest spot. Device history review: indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusion: based on clinician review of the x-rays provided the investigation concluded that extensive use of bone cement to bridge and fix the hip joint to the (B)(6) segmental replacement has caused osteolysis at the femoral implant-bone interface leading to loss of bone support for the femoral stem device with fatigue accumulation in the stem extender and ultimately a fracture at the weakest spot. Device evaluation would be required to further investigate this event. No further investigation is possible at this time. If the device and / or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Broken stem/ hardware.